Event description:
It was reported that the patients implantable pulse generator (ipg) was not charging to full capacity and was not maintaining a charge causing inadequate stimulation and increased pain. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned as it was discarded by the medical facility.